Event description:
It was initially reported that the patient recently passed away. The patient was found in the morning and it appeared that he had seizure(s) which lead to his death. Vns had helped decreased his seizure frequency. The days prior to his death the patient had been refusing to take his medication which is want is believed to be a contributing fact to the seizure and death.. No autopsy is planned and the death is not related to vns. Since the death and reported seizure was not witnessed the patient death is a probable sudep.

Event description:
Cause of death information obtained from the national death index was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was cardiac arrest, unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep.